Event description:
It was reported that the patient had a sudden increase of tone and spasms. Troubleshooting and diagnostics, including x-rays and bolus administration, were done. An unknown catheter issue occurred. The pump and catheter were replaced. At the time of the report, the patient was ¿good¿; the patient status was reported as ¿alive-no injury¿. The device system was used to deliver compounded baclofen 200mcg/ml at 1000mcg/day. It was noted that the catheter was discarded and would not be returned to the manufacturer.

Event description:
Additional information received reported that nothing was confirmed. It was noted they thought there might be a catheter issue, but chose to replace the whole system at the time of the pump replacement.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).